Manufacturer narrative:
The dme provided 2 photos: one photo shows the tech hub assembly installed and the zipper pull tab is secured with the s-clip rather than the required padlock. The second photo shows the cloth cover installed with a partial separation of the zipper. (Approximately a one to two inch opening based on the photo). The dme did not respond to requests for clarification of use of the padlocks as required by the instructions for use. Sensory medical made four (4) attempts to obtain additional information relevant to the investigation but was unable to get further details of the event. The canopy was replaced for the customer. Multiple statements are made in the cubby bed user manual regarding the safe use of the bed to prevent elopement and other safety concerns. Page 3 contains a warning "you are responsible for providing adult supervision when using this product. Page 3 of the user manual contains the warnings and precautions, specifically to contact cubby beds immediately if there is any damage. Page 5 contains a parts list, which includes the locks. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
The dme representative reported that their client has a damaged zipper on a bed. He stated that the zipper on the canopy is slightly damaged/bent and does not allow for the zipper to zip. Neither the tech hub assembly nor the cloth cover will stay completely zipped onto the canopy. The dme confirmed the client has the required padlocks, however based on a photo provided the client was using the s-clip to secure the zipper on the technology hub portal instead of the lock as outlined by the user manual. There was no report of injury as a result of the event.